Event description:
Nformation was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary and bowel dysfunction it was reported that they had botox surgery on (B)(6), and since then they have been experiencing urinary retention. The patient clarified that their ins was indicated for overactive bladder and that urinary retention was a new issue for them. The patient mentioned that they just came back from an appointment with their urologist, and they told the patient their "abdominal scan was 265." The patient stated that the urinary retention caused them to only get 3 hours and 8 minutes of sleep last night because they had to get up several times to go to the bathroom. The patient's hcp advised the patient to call patient services to find out if their ins could be used to treat the urinary retention. The agent reviewed the indications and redirected the patient to their hcp for further discussion. The patient said they will increase the amplitude to see if that helps in the meantime. The agent again redirected the patient to their hcp for medical advice. The patient mentioned that they notified the rep of their concerns earlier today via voice message, and they will wait for the rep to return their call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.